Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. No unexpected post-reset ram crc alarm, history pointers failed error or trace pointers are invalid error noted during our testing. However, an unexpected power system error during testing and power system error was triggered when the lithium backup battery was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue on the j6. The connector for j6 on the printed circuit board assembly was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for two days with no more connector resistance issue noted during our testing as shown in the power management graph. The insulin pump was received with high sleep current measurement due to cracked l7 on the printed circuit board assembly. The insulin pump had scratched casing, minor scratches on lcd window, dents on the display window cover, pillowing keypad overlay, cracked select button on keypad overlay, stained serial number label, severely faded serial number label and severely peeling end cap address label.